Event description:
Caller reported that the insulin gauge displayed an unexpected amount, with the pump currently showing a static fill estimate of 55 despite insulin being delivered. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller about the issue, explaining that a large variance in measured pressures could cause the discrepancy and that the estimate would adjust once the remaining insulin matched the static number. Caller understood and acknowledged the explanation. Cts to replace pump. Customer will continue to use current pump.